Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and the following was obtained: did the tissue pad completely fall off the device? Yes. Or, did the tissue pad just peel up on the device? No.

Event description:
It was reported that during a hemorrhoidectomy, the tissue pad was peeled off. The fallen piece was retrieved. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.